Event description:
It was reported that after filling up medical fluid into the product (a medication cassette), when the customer attached it to the pump in the pre-use check, a "no disposable, clamp tubing" alarm sounded, which did not allow him to use the product. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. Samples received: the sample consist of one cassette unit from p/n (B)(4), l/n unknown; the returned sample was received decontaminated inside a plastic bag. Visual inspection: the sample was visually inspected at a distance of 12 to 16 under normal conditions of illumination to detect samples conditions that could cause functional issues. Results: the sample didn't present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Other analysis: functional testing: the 33 samples were filled with water; the samples were connected to the cadd legacy plus [cal. ID: (B)(4); due date: (B)(6) 2021] to look for unusual function. Results: the samples were fully priming and connected without difficult, the pump were set running and the alarm were not activated. The complaint was not confirmed. Containment: per information provided the failure mode was not confirmed. However, the following are the process controls for the failure mode reported. Occurrence: per pm(B)(4) rev 111 cassette bag loading operation these are the current mitigations implemented in the process to prevent delivery issues: in bag loading operation ay bag folds from each side toward the center approximately 6.6 mm (1/4) to 9.5 mm (3/8) to assure the correct position of the ay bag. After cassette bag loading operation, the pump tube height is adjusted to assure the correct position of the pump tube following the pwi(B)(4) rev 103 work instruction for tube arch inspection. Detection: the following detection mitigations are placed in the manufacturing process to detect pump alarms. Per pm(B)(4) rev. 121 cassette leak testing, install ffp clip and luer capping production performs a 100 percent in process inspection, to verify for occlusions, kinked tubing, components damaged, verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Per pm(B)(4) rev. 104 cassette in process testing procedure production performs an accuracy test following the pm(B)(4) rev. 106 accuracy test procedure; takes a sample of (3) parts at shift start-up, the beginning of every job; at least every (5) hours. Per (B)(4) rev. 100 quality procedure for cassette regular, cassette enteral and cassette 250 ml, quality takes a sample of 15 units at an interval of two (2) hours plus or minus 30 minutes, prior to placing product in bag, in order to verify for occlusions, kinked tubing and verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Root cause: the customer reported: after filling up medical fluid into the product (a medication cassette), when the customer attached it to the pump (p/n: (B)(4)) in the pre-use check, a "no disposable, clamp tubing" alarm sounded, which did not allow him to use the product. No patient injury. The complaint was not confirmed due to sample was tested and no alarms were activated. Per trend review in no disposable alarm code an escalation to investigate this failure was initiated on (B)(6) 2021 under ncr(B)(4) that is in corrective action phase. Corrective actions: no actions taken were performed since the complaint was not confirmed.